Manufacturer narrative:
The reported failure of the device defaulted to the lowest settings and the customer was unable to adjust the settings until the software was reinstalled is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information from a customer reporting that a trilogy ev300 ventilator defaulted to the lowest settings. Specifically, all device parameters were observed to reset to their minimum set points, and the user was initially unable to adjust the settings. There was no report of serious patient harm or injury associated with this event. The issue was resolved following reinstallation of device software version 1.06.10 by the customer, which restored normal device functionality. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.